Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by medical college of wisconsin, in USA. The title of this report is ¿safety and efficacy of minimally invasive acetabular stabilization for periacetabular metastatic disease with thermal ablation and augmented screw fixation¿ which is associated with the stryker ¿asnis® iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.jvir.2016.01.142. This report includes research done on 13 patients between the period february 2011 and july 2014. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses minimally displaced fracture of the superior pubic ramus adjacent to the area of screw fixation which did not require additional intervention. The report states: ¿one patient had a minimally displaced fracture of the superior pubic ramus adjacent to the area of screw fixation detected 1 month after mias. The structural integrity of the acetabulum was not compromised, and the patient remained ambulatory with a walker and did not require additional intervention.¿